Manufacturer narrative:
Analysis not required for expired sensor. Inspected 2 opened/used sensors and found 1 of 2 sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damage due to customer returning opened/used sensor and found needle separated from sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was no signal when the sensor was connected to minilink. Electrode was missing after the sensor was removed. Customer's blood glucose level was unknown. Customer agreed to return the sensors for analysis.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report.found cannula whole with no broken or missing parts in the sensor.